Manufacturer narrative:
The investigation into access site bleeding, optical signal issue, thrombus and vascular damage-peripheral vessel has been completed. The product and data logs were returned for evaluation. Impella rp flex pump was returned in cut open state. Visually inspected the pump and found biomaterial ingested over inflow cage of pump. Borescope view was obtained and observed the entire cannula to be blocked with significant biomaterial. Sensor resistance tests could not be performed since pump returned in cut state. No other abnormalities were found. Data logs were reviewed, and several dp sensor placement signal not reliable alarms observed. The placement signal drift trend was observed. The pump flow calculations were disabled during this time. No optical signal issue found. The cause of the access site bleeding issue was most likely patient condition related due to bleeding at multiple sites. As the necessary information was not provided, the root cause of the thrombus was not determined. The cause of the placement signal issue was due to sensor drift per return product investigation and log analysis. The cause of the vascular damage issue was not determined due to insufficient clinical information. Additional instructions for use impella rp smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)".

Event description:
The user facility reported a 48-year-old male with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support. The patient needed the support due to needing a left ventricular assist device placement and a tricuspid valve ring repair. The patient developed oozing at the access site. The medical staff set a drive line and chest tube drainage. The medical staff then administered two units of red blood cells, one unit of fresh frozen plasma, and one unit of platelets. The medical staff switched the purge from heparin to bicarb due to the chest tube output. The patient had a washout and a moderate amount of clots were removed from the patient's chest. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿